Event description:
It was reported the patient¿s implantable neurostimulator (ins) got twisted last (B)(6)and her healthcare provider (hcp) decided to remove her implant and put in another ins.

Manufacturer narrative:
Concomitant products: product ID 7435, serial # (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3487a, lot # j0108107v, implanted: (B)(6) 2001, product type lead; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3487a, lot # j0108138v, implanted: (B)(6) 2001, product type lead. (B)(4).

Event description:
Additional information received reported that the dual leads were replaced on (B)(6) 2011. It was further reported that the patient had not been since (B)(6) 2013.